Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one linear opening and total delamination of plug strap disk shell. Leak test and microscopic analysis was performed which identified one sharp opening and total delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is one sharp opening assessed as unidentified (tear) opening, and total delamination of plug strap disk shell due to adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.